Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m55896. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: for clarification, were staples deployed from the device? --- yes were staples present in the surgical field? --- no information were any staples present in the patient tissue? --- no information did the patients post-operative care change as a result of the damage to the rectal posterior wall? --- no what is the current status of the patient? --- no information

Event description:
It was reported that during a lap anterior resection, after the firing, it was found that the tissue of the rectal posterior wall of the anus side which was 10 millimeters from the staple line was damaged and leak occurred from the site. The damaged site was put two stitches to repair. There were no adverse consequences to the patient.